Manufacturer narrative:
Additional information: image review: "post op imaging from l3-5 oblique lumbar interbody fusion with posterior percutaneous instrumentation provided.on one side the l4/5 screws have a lateral trajectory and the cortical threads are the likely cause of "squeaking"reported by the surgeon.it is possible to fit the rod to the screw heads in the demonstrated configuration without necessarily bending the rod over a protruded stress. Root cause: surgical technique."

Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with lumbar canal stenosis underwent oblique lumbar inter body fusion surgery at l3-5. Post-op, l5 pedicle screw was deviated and was decided to be replaced with another one in a re-operation. Patient underwent revision surgery due to screw deviation on (B)(6) 2017. In the re-operation, the deviated screw was replaced with new one.